Manufacturer narrative:
This report will be updated when investigation is complete. Trends well be evaluated. This occurred in the (B)(6). This is the same event as 3010536692-2016-00213, 3010536692-2016-00214.

Event description:
Allegedly revised due to lysis socket; lysis stem; adverse soft tissue reaction to particle debris (left).